Event description:
The customer received an control reading of 285mg/dl on the contour next ez. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. No product was replaced.